Manufacturer narrative:
While reviewing the complaint record associated with this report, it was discovered that this event was incorrectly filed as a serious injury. We confirmed that this event did not cause or contribute to any life-threatening condition or permanent impairment to the patient and did not require any medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Additionally, a review of complaint history records from january 1, 2015 until today, confirmed that there have been no reports of death or serious injury associated with similar events for this device family. Finally, the device¿s associated risk documentation confirmed that the highest potential severity of harm for this hazardous situation is a s2. Therefore, we will no longer be filing reports for this event type.

Event description:
While the surgeon was performing a total knee arthroplasty (tka) procedure using the robotic arm interactive orthopedic system (rio), the surgeon noticed the gray handle was loose and resorted to taping over the small screw (which was slightly loose) to ensure it wouldn't fall out during the case.

Manufacturer narrative:
Reported event: it was reported that a mics handpiece handle was loose. There was no case delay. There were no adverse consequences or patient harm and the procedure was completed successfully. Device evaluation and results: visual inspection. Visual inspection revealed no physical damage of unit. The screw was still installed in the unit. The handle could be moved 1 to 2 mm. The alleged failure is confirmed. Dimensional inspection. Dimensional inspection was not completed visual inspection clearly shows the failure of the device. Functional inspection. Functional inspection was not completed. Reported problem was with the screw and handle. Material analysis. Material analysis was not completed because visual inspection clearly showed failure. Device history review: review of the device history records indicate (B)(4) devices were manufactured under lot 42031015. (B)(4) of (B)(4) were accepted into final stock on 11/10/15, including 4200281. A review of qt 15-11-0028 found that the issue was not related to the failure mode reported in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42031015 shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event.

Event description:
While the surgeon was performing a total knee arthroplasty (tka) procedure using the robotic arm interactive orthopedic system (rio), the surgeon noticed the gray handle was loose and resorted to taping over the small screw (which was slightly loose) to ensure it wouldnt fall out during the case.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While the surgeon was performing a total knee arthroplasty (tka) procedure using the robotic arm interactive orthopedic system (rio), the surgeon noticed the gray handle was loose and resorted to taping over the small screw (which was slightly loose) to ensure it wouldn't fall out during the case.

Manufacturer narrative:
Reported event: it was reported that a mics handpiece handle was loose. There was no case delay. There were no adverse consequences or patient harm and the procedure was completed successfully. Device evaluation and results: visual inspection visual inspection revealed no physical damage of unit. The screw was still installed in the unit. The handle could be moved 1 to 2 mm. Dimensional inspection dimensional inspection was not completed visual inspection clearly shows the failure of the device. Functional inspection functional inspection was not completed. Reported problem was with the screw and handle. Device history review: review of the device history records indicate (B)(4) devices were manufactured under lot k065f including 4200281. (B)(4) were accepted into final stock on 11/10/15. Serial# (B)(4) was one of the accepted. Complaint history review: a review of complaints related to p/n 209063 shows 3 other complaint related to the failure in this investigation (investigations 1321781, 1339041, 1346912). Issues for p/n 209063 will be tracked through trend request #900. Conclusions: the screw was still installed in the unit. The handle could be moved 1 to 2 mm. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
While the surgeon was performing a total knee arthroplasty (tka) procedure using the robotic arm interactive orthopedic system (rio), the surgeon noticed the gray handle was loose and resorted to taping over the small screw (which was slightly loose) to ensure it wouldnt fall out during the case.